Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported, the patient had a fall on the ipg site. The event date is unknown. The patient's skin was torn when it happened, and the bottom of the ipg became visible. As a result, the doctor explanted the entire system on an unknown date within the past 12 months.